Manufacturer narrative:
The quality control results were in the acceptable range prior to and after the event. The customer alleged that the electrode opening for the cable connector is too big and the wire does not seat securely into the plug on top of the electrode. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for 26 patient samples from the cobas 4000 c311 analyzer serial number (B)(4). An estimate was provided of an initial result of 119 mmol/l and a repeat result from another cobas c311 of 129 mmol/l. The initial results were reported outside of the laboratory and questioned by the provider.

Manufacturer narrative:
The field service engineer found the sodium cable was damaged and replaced it. The customer calibrated and ran controls. The investigation determined the issue was resolved by the service actions.